Manufacturer narrative:
Hill-rom technical support was working with the customer to resolve the issue. The customer stated that they would re-install the old board in order to resolve the nurse call issue. Upon following up with the customer, the bed was unable to be located and no other info was obtained.

Event description:
Info received indicated the ppm was not set or alarming at the bedside. During troubleshooting the customer changed the sidecom circuit board which resulted in a loss of nurse call function.